Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, the system/memory pcb assembly was replaced and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio also downloaded the electronic patient records from the reported event and confirmed that the device did power off multiple times during the event; however, the cause of which could not be conclusively determined.

Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device had locked up, displayed service across the device display and reportedly lost power. This reported lockup occurred three (3) times during the event, but did not affect the patient in any way. There was no report of any adverse effects during the reported event.

Manufacturer narrative:
Lot number, of the initial medwatch report indicates:  36562283 lot number, of the initial medwatch report should indicate:  blank.